Manufacturer narrative:
The insulin pump passed all operating currents tested within the specification range and passed off no power test, displacement test, self test and unexpected restart error test. However, the insulin pump was received with intermittent button response due to flattened dome switch on act button. The connector was inspected and locked on lcd board properly. No unexpected restart alarm noted during testing. The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. It was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage noted on electronics assembly. Updated information has been received, follow up one report for device evaluation was not submitted. The device evaluation results have been included with this report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. The insulin pump had compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no unexpected restart alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and there was moisture behind the display. Blood glucose level at the time of the incident was 126 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.